Manufacturer narrative:
(B)(4). Date sent: 1/17/2024. D4: batch #151c58. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was the device that was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 3 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. Further analysis showed the anvil partially detached on the distal end and the anvil post in this area appears to be damaged as if the anvil was pulled out of the device. In addition, the reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. Additionally, a photo was provided and it showed a device with a reload from the top view. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. The condition noted on the anvil was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 151c58, and no non-conformances were identified. The lot#212c41 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an ostomy closure surgery, the device could not fire. Changed to the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.